Event description:
Customer reported that pump battery would not charge. There was no adverse impact to the customer's blood glucose level. Technical support instructed customer to try different wall outlets and cables, but the issue persisted. Consequently, technical support replaced the pump, and the customer planned to use multiple daily injections as backup therapy.